Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider states they were testing a 9805 lift to the specified weight capacity of 450lbs and allegedly the spreader bar bent while doing so.